Event description:
It was reported by the patient's spouse, that in preparation for a scheduled filter retrieval it was identified that two limbs of a vena cava filter allegedly detached and endothelialized in the cava wall. Allegedly, the filter "tilted and migrated down". The physician allegedly attempted to retrieve the filter but was unable to snare it. The indication for implant was dvt.

Manufacturer narrative:
Further information received by the company representative indicated that, approximately three weeks later, the physician tried again to retrieve the filter. However, the head of the filter apparently was endothelialized in the vena cava wall in such a way that during the retrieval attempts the physician was unable to engage the filter head. It was indicated that one of the filter legs is also endothelialized and a filter arm is fractured and embedded in surrounding tissue. There was no indication of a filter migration. The patient has been placed on coumadin and is currently asymptomatic. It was indicated that the filter had been placed suprarenal in a pregnant patient. The device history records could not be reviewed as the lot number was unknown. The result of the investigations are inconclusive as the device and the x-rays were not returned for evaluation. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.